Event description:
It was reported that the patient underwent revision surgery due to unspecified reasons with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Additional information was reported that the device was no longer functioning and the patient had recurring incontinence.

Event description:
It was reported that the patient underwent revision surgery due to unspecified reasons with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Additional information was reported that the device was no longer functioning and the patient had recurring incontinence.